Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported that every implantable neurostimulator (ins) they had caused sudden speech and speaking issues. Turning the right ins off resolved the issue. No falls or trauma was reported. The patient's indication for use is essential tremor. No cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-03112.